Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653, batch#: 3299559. We have seen 2 incidents of ¿leaking¿ 50 ml syringes where there was a drop of material below the plunger. Nc-026042 has been opened in comet for this issue. An internal investigation is ongoing, but it does not appear to be a handling issue. See attached pictures for both issues issue 1 (droplet below the black part of the plunger) and issue 2 (liquid between the black plastic parts of the plunger). It concerns the following material (2 syringes of the same batch): material name: 50 ml syringe. Additional info: here some details of the information requested. If there is something missing or something needs it to correct, please let me know. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No can you please provide an exact date of event in format dd-mmm-yyyy? 05-nov-2024 & 11-nov-2024. Can you please provide the material and lot number associated with reported issue? Syringe 50ml ll tip 1ml - 309653, lot: pigs06q & pigs03et. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Pending information.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were two incidents where there was a drop of material below the plunger. To aid in the investigation, two samples with no packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. As the samples were previously biohazard contaminated, no further testing could be performed. The two photos provided show a syringe upside down. The syringe in one photo has a droplet of solution between the rubber stopper ribs. The syringe in the second photo has a droplet of solution past the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3299559. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.